Event description:
Reportedly, a 26mm annuloplasty ring has dehisced from the annulus and reoperation was performed to reattach the ring to the mitral valve. The customer reported that a 26mm annuloplasty ring was implanted for mitral valvuloplasty (mvp) to correct ischemic mitral regurgitation (mr) in (B)(6) 2010. Aortic valve replacement (avr), tricuspid annuloplasty (tap) and septal anterior ventricular exclusion (save) operation were also performed during the same surgery to correct aortic stenosis and regurgitation (asr), tricuspid regurgitation (tr) and old anterior wall septum and inferior wall infarction. From around (B)(6) 2012, heart failure appeared to be worsened. In an echo, moderate regurgitation from the outside area of the ring at a3 was observed. Re-mvp was planned with a diagnosis of dehiscence of the ring. Per observation of the mitral valve, one third of dehiscence at the posterior commissure side (a3 and p3) was observed. There was no damage observed at anterior leaflet, posterior leaflet, cusps and annulus. Central regurgitation through the outside of the ring appeared to be observed in an echo. The ring was re-attached with 7 stitches by a u-shaped needle with a 2-0 pledget on (B)(6) 2011. The patient was recovered after re-mvp as of 12 (B)(6) 2013. Per an article, the customer determined that a risk for dehiscence from the sutured area of the ring was high for the case of elderly patient with both ischemic cardiomyopathy and enlarged annulus since antero-posterior diameter at posterior commissure side of the ring is short and it added enough stress to the patient¿s native annulus. The customer commented that this particular patient¿s native tissue was weak and this model ring using a titanium material was too hard for the weakened tissue. The device will not be returned because it remains implanted. Echo report will not be provided.

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review cannot be done because the serial number remains unknown. The device will not be returned for evaluation because it remains implanted. Repeated attempts have been made to gain additional information. However, no additional information has been provided. No operative report has been provided. No echocardiography referenced in the customer report has been made available and will not be provided. The patient status initial reported as "recovered", has not been updated. When ring dehiscence occurs in the early post-operative period, it is typically a result of an inadequate valve repair in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from the progression of disease. In this case, it was the customer's opinion that this particular patient¿s native tissue was weak and this model ring -- using titanium material -- was too hard for the weakened tissue. The surgeon did not indicate that there was a device malfunction.